Event description:
It was reported that the customer was hospitalized for low blood sugar levels. Blood glucose levels were not reported. The customer reported she had not been eating much. A review of the insulin pump settings revealed everything was programmed properly. No troubleshooting was done. No other information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.